Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Vertical grid not functioning.

Event description:
It was reported the light pen had problems activating the small fields. The programmer was returned for service. No patient complications were reported as a result of this event.